Manufacturer narrative:
Concomitant medical products: product ID: 9733320 (system axiem integrated 4 port) and 9733467/lot# 2.3 (software fusion ent app) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case when setting up the system, it displayed localizer disconnected. The emitter details showed a communication error with the axiem box. The site rebooted the system and the error resolved. There was no patient present.